Event description:
There is no additional event information available.

Manufacturer narrative:
Review of the most recent repair record determined the unit was out of calibration at the 0 and 10 settings and the control bar was not in the correct position. The shaft bearings, screws, and sleeve bearings were replaced to resolve the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported that the unit does not take the skin surface corresponding to the cutting plate. The event timing was during surgery. There was no harm and a 0-15 minute delay. No adverse events were reported as a result of this malfunction. Due diligence is complete and no additional information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foreign country - (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.